Event description:
It was reported that the customer blood glucose level was high. The nurse thought it was the pump, because it's so old. Customer's sugars continue running high, doctor has been giving extra insulin to combat high blood glucose levels. Customer stated sometimes it runs high and then it gets really high. Customer did not have time to troubleshoot. The blood glucose reading was 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.